Event description:
(B)(4) was received from (B)(6) on (B)(4) 2012. Translated as follows: the lens fell out of the eye and was put back into the eye without washing the lens or the hands. This made a scar on the cornea. The consumer has thrown the lens away. Attempts to contact the pt have been made for more info with no reply to date. No lenses were returned. No lot info provided. This is being filed as unconfirmed scar.

Manufacturer narrative:
This is being filed as unconfirmed scar. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.